Manufacturer narrative:
Results: a sample was returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5110558. Investigation: the most likely cause is that the tubing was caught outside of the package and the slitting operation cut the tubing. There is a camera that will stop the line if the tubing is outside the package, but after correction, there are still a few indexes that would allow the tubing to come out of the package without detection.

Event description:
It was reported that the 23 g x .75 in. Bd vacutainer® push button blood collection set with 12 in. Tubing and luer adapter had a 15mm slit along the tubing. No injury or medical intervention reported.